Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 14.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. A lead tip stiffness test could not be performed due to the distal portion not being returned.

Event description:
It was reported that the cardiac perforation was observed. The lead was capped and replaced. No more information is available.

Event description:
New information indicates that the patient was stable before, during and after the procedure.